Event description:
On 30jun2025, a patient¿s (pt) caregiver in japan called to report the pt was diagnosed with a corneal ulcer in the right eye (od) while wearing an acuvue® oasys® for astigmatism brand contact lens (cl). The pt had multiple visits at the eye clinic (a total of 8 visits) and was instructed to stop using cls. The pt was advised by the eye clinic that the pt had ¿staining in black part of the eye and that bacteria had entered.¿ the event date is reported as 01dec2024. The od pain persisted after cl removal, but pt did not think it was due to the cl and had been feeling pain since ¿around the end of the year.¿ the pt reports that the pain has calmed down, but reports ¿difficulty seeing¿ as of (B)(6) 2025. The pt also reports visiting the hospital multiple times after (B)(6) 2025 with a reported 13 total visits. The pt was advised the od corneal ulcer is ¿likely to have permanent damage.¿ the pt visited the ecp today, (B)(6) 2025, and was prescribed aciclovir ointment, 5 times daily, fluorometholone ophthalmic suspension, twice daily (bid), and bestron eye drops bid. The pt reports a return visit is scheduled for (B)(6) 2025. The pt was prescribed different medication at each visit, but only knows the medication prescribed on (B)(6) 2025. The caregiver and the pt refused to provide any additional information. Attempts for additional medical information will be requested from the eye clinic and hospital. Attempts were made to the pt¿s treating eye clinic on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 for additional medical information, but nothing additional has been received. On (B)(6) 2025, the pt agreed to a medical interview with the treating facilities. The medical interview is pending. No additional medical information has been received. The date of the pt¿s event is being reported as 01dec2024 as the exact event date is unknown the suspect lot number is unknown. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed as appropriate.

Manufacturer narrative:
On (B)(6) 2025, additional medical information was received from the patient¿s (pt¿s) treating eye clinic. Diagnosis: corneal ulcer, serious. On (B)(6) 2025 additional medical information was received from the pt¿s treating eye clinic. ¿date entered:¿ (B)(6) 2025 diagnosis: right eye (od) corneal ulcer, serious as ¿treatment using eye drops did not improve symptoms, and pt was referred to a hospital.¿ pt wears cl exam findings: there is a ¿corneal ulcer¿, which is marked with a small circle located slightly below the central part of the cornea at the 7 o¿clock position in the illustration of the right eye, and about one-quarter of the aera surrounding this has diagonal lines, and there are descriptions "peripheral corneal opacity" and "ac: cell (-)." In the same illustration, the entire conjunctiva is marked with diagonal lines, and there is a description "conjunctival hyperemia." Outcome: not healed date: (B)(6) 2025. Chief complaint: od red and painful. Pt uses cl diagnosis: od corneal ulcer culture: yes lesion: illustration provided in medical report, not noted in the pt¿s file. Effects of visual acuity: yes treatment: ophthalmic solution instruction of discontinuation of cls wear: yes instructed to revisit: yes (B)(6) 2025: pt visit outcome: ¿same as above¿ (B)(6) 2025: pt visit outcome: ¿same as above¿ (B)(6) 2025: pt visit outcome: ¿same as above¿ (B)(6) 2025: pt visit outcome: ¿same as above¿ (B)(6) 2025: pt visit outcome: ¿same as above¿ (B)(6) 2025 ¿ pt referred to hospital findings: ¿described in the same illustration as in the medical report.¿ treatment: ophthalmic ointment instruction of discontinuation of lens wear: yes instruction of revisit: none on (B)(6) 2025 the pt provided additional information. The pt was instructed to continue with no cl wear. Instruction to revisit: yes; date of visit to hospital was (B)(6) 2025. The pt advised that ¿it will be a long way before pt will be able to resume wearing cls.¿ ¿date of instruction: (B)(6) 2025.¿ the pt has no return appointment scheduled to return to the eye clinic at this time; however, will return after symptoms subside. The pt reported, ¿I bought cl, but I may just be using glasses like this.¿ on (B)(6) 2025, calls were placed to the pt¿s treating hospital ophthalmology department for additional medical information, but no additional information was provided. No additional information has been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 27aug2025, additional medical information was received from the patient¿s (pt¿s) treating eye care professional (ecp). The ecp advised ¿frankly speaking, it is unknown¿ if there was a causal relationship with the corneal ulcer and the presence of herpes or the effect of the contact lens. The ecp refused to provide further details. No additional information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 06oct2025, it was noted in a file review that the FDA codes for corneal scar, 1793 and red eye(s), 2038 were omitted in the MDR fu #1 1057985-2025-0000068 submitted on 19aug2025 in section h. 6. This fu MDR #3,1057985-2025-0000068 included the codes mistakenly omitted. If any further relevant information is received, a supplemental report will be filed, as appropriate.